Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient monitored at the information center ix with mx40 telemetry was in a leads off state for an hour however the telemetry technician was not aware of an alarm and could not hear an inop alarm. The patient was found an hour later and was unresponsive. The patient expired.

Manufacturer narrative:
The customer reported that a patient monitored at the information center ix with mx40 telemetry was in a leads off state for an hour; however ,the telemetry technician was not aware of an alarm and could not hear an inop alarm. The patient was found an hour later and was unresponsive. The patient expired. The incident occurred on (B)(6) 2015 between 1:00 and 3:00 am. The product was tested by a qualified philips service representative and found operating as intended. The customer stated that the ECG leads were visibly in a flat line condition but the technician did not hear a leads off inop because it was not loud enough and there were too many other alarms going on. The flat line was observed in the sector but the technician forgot about the issue for an hour. A review of log files found that an intermittent leads off issue had occurred over the timeframe noted with multiple inops generated and evidence of user interaction with the central monitor via use of the "silence" key. In between leads off alarms, when leads were actively monitoring the patient, there is evidence of physiological alarms provided along with silencing at the central. At approximately 1:13, repeated cycles of leads off generated/ended conditions were logged until 1:39 when a transmitter off condition was generated. The information is not consistent with any product malfunction.